Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed all peritoneal dialysis products are single use only and product are not to be reused. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
On an unknown date, the home patient reused the unspecified minicap product and acquired peritonitis requiring hospitalization. The patient was treated with a loading dose of vancomycin ip 2 gm (weekly once for two weeks) and fortum ip 250mg in each bag (3x per day) for 14 days. The root cause of the peritonitis was reused equipment. The outcome of this event is unknown. No additional information was available at the time of this report. This is report 2 of 2.